Event description:
The patient was undergoing an embolism procedure using a ruby coil. During the procedure, the coil would not advance through the catheter due to resistance. The physician removed the coil and used another coil to successfully complete the procedure. There was no adverse effect on the patient.

Manufacturer narrative:
Device investigation: results: the coil pusher assembly is fractured approximately 40.0 cm from the proximal end of the wire. The coil is detached from the pusher assembly but the pet-lock is still in place indicating the coil was not properly detached. Measurements along the length of the coil and pusher assembly were taken and the device outer diameter (od) was within specification. Conclusions: the complaint has been evaluated. The compliant indicates that there was resistance while trying to advance the coil through a catheter. Evaluation of the complaint revealed that the coil pusher assembly had been fractured. The cause of the resistance with advancing the coil is unknown. There was no indication of a product issue and the product is within specification. The resistance may have been caused by catheter placement in the patient's anatomy causing the catheter to ovalize and create friction between the coil and catheter. The delivery microcatheter was not returned for evaluation. The coil pusher assembly was likely kinked and broken when attempting to push the coil against resistance. The manufacturing records for this device lot were reviewed and revealed no outstanding discrepancies, quality, or design concerns.